Manufacturer narrative:
No button error alarm noted. All buttons function properly; however insulin pump had moisture on keypad traces. Insulin pump had cracked reservoir tube, battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer believes her blood glucose was around 104 mg/dl when the button error happen customer current blood glucose is 71 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.